Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim. It was noted that the patient had a surgery for their prolapsed rectum on (B)(6) 2018, and it was confirmed that this was unrelated to the device or therapy. However, it was reported that ever since that surgery their therapy has not been helping them; they are having uncontrollable bowels where it comes out and they don¿t even feel it. It was noted that they had gone back to see their healthcare provider last monday and they determined that the device was off. They turned it back on for the patient, but it didn¿t resolve the issue. It was stated that the patient went to try and increase stimulation, but it wouldn¿t go any higher than 0.0v. The patient¿s healthcare provider had put them on a prescription imodium and told them it takes time since the patient had been having a lot of changes to their body, they took pain pills for their back and then changed them to a different medication for their bowels. Troubleshooting found that stimulation was on, but the patient stated that they were getting the upper limit screen at 0.0v and had no additional access to any other programs. It was recommended that they follow up with their healthcare provider about the upper limit and their lack of options to choose from. No further patient complications are anticipated or expected as a result of this event.